Manufacturer narrative:
Eval summary: the package insert and/or surgical technique contains statements warning that device fractures may occur where excessive pt weight, excessive pt activity, and/or lack of proximal support are involved. No x-rays, devices, or pt info have been provided for eval. The exact cause for the complaint cannot be determined at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported by pt's counsel that the device was implanted in 2006. At about 14 months post-op, in 2007, pt was moving from a treatment table to an x-ray table when she felt a sudden and sharp increase of pain in her left hip. X-rays taken immediately thereafter revealed a fracture of the proximal stem of the femoral prosthesis. Revision date is unk.